Event description:
It was reported that after hearing some unclear sounds, the patient lost all hearing sensation. The speech processor and accessories were exchanged, but without any inprovement of the situation. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.